Manufacturer narrative:
The software investigation concluded, based on the hardware testing, that the graphics card appeared to be functioning normally, and the behavior was consistent with the existing software investigation for unexpected exits / unresponsive systems. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 09/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/29/2016 engineering review of patient logs found they contained many x errors (graphics errors), which are usually caused by a faulty/damaged graphics card. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's navigation system unexpectedly exited. The medtronic representative merged four datasets. One dataset had 300 slices, the other two had between 150-170 slices and the last had approximately 48. The procedure was going along fine when the medtronic representative was requested to change the views from trajectory to orthogonal views. As the views were changed the software exited. The navigation system monitor screen displayed "exiting please wait", the medtronic representative completed a soft shutdown. After re-starting the navigation system, the issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation found that based on the logs engineering suggested that the computer be replaced. A replacement computer was sent to the site. The suspect computer was returned to the manufacturer for analysis. Initial power on of the computer successfully booted to login screen. The tester launched application and navigate without issue. The hard drive and ram reported no errors. The computer system passed all testing. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.